Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with syncope less than one month post implant. The right ventricular lead was noted to have elevated threshold and was noted to have "fallen" from the implant location. The lead was attempted to be repositioned in the right ventricle. The lead was not able to be repositioned in the right ventricle, but was placed in the right atrium. A new right ventricular lead was implanted. No further patient complications have been reported as a result of this event.